Manufacturer narrative:
Concomitant medical product: product ID tm90q0 serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the intermittent stimulation was determined to be user error. The patient was still getting used to the device. The patient will keep adjusting until they have the best results. The issue was not yet resolved. The cause of the controller being scratched was determined. The patient stated it was not scratched but that it was the plastic overlay.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they only got a video with instructions and stated the device in the video was similar, but different than theirs. They requested patient education. Patient reported they don't know if their device is working at all. Patient reported they have had 0% reduction in symptoms and stated therapy is not helping them at all yet. They stated at time of the call they could feel stimulation and inquired about how to know if therapy is working. Reviewed therapy/stimulation overview. Patient stated they were told to leave therapy on program 3. Patient stated the first day on friday or saturday they were able to connect with their ins to increase stimulation. They inquired if the "wire that was hooked up to the nerve" could be "touching the right place because when they move not touching the right place". Patient stated they are feeling intermittent stimulation. Reviewed stimulation information. Patient confirmed therapy was on and increased stimulation on the call stating they are right on the edge where they don't want to increase any higher. Patient stated they "definitely know when it's working or not". Reviewed to make sure stimulation is at a comfortable setting. Patient inquired about how to know if therapy is working "urine wise". They stated they know when they have to use the restroom and at nighttime they have almost no urine at all. Reviewed role of patient services and redirected patient to hcp to discuss. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Patient also mentioned when they got the communicator on date of implant the communicator was "all scratched up".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.